Event description:
During snv on (B)(6) 2013 noted left calf grossly swollen compared to last snv, erythema extending around wound vac foam. Had appt with wound clinic but rescheduled. Noted that pump seemed to be functioning but when turned off it turns itself back on with system 4 error - stated it had been acting up since (B)(6) after snv. Pt did not call on-call nurse and did not remember to perform w-t-d as instructed. Pt did state/report that pump had fallen off end of couch. Canister changed on visit on (B)(6). Sn reported to kci r/t pump error and requested new pump and sent patient to emergency room to evaluate wound. Dates of use: (B)(6) 2012. Reason for use: venous insufficiency and ulcer of other "port" limb.